Manufacturer narrative:
One medfusion® 3500 syringe pump was returned for investigation. Visual inspection revealed that the returned device was in poor condition and the bottom case was cracked. A review of the device event history log found that a check clutch error had occurred. During functional flow tests, the check clutch error was able to be duplicated. Further examination found that the leadscrew and carriage nut were lose and were not shimmed to manufacturing specification which had resulted in the reported error. Investigation was unable to determine the root cause of the lose carriage nut and leadscrew. As a preventative measure, the leadscrew and carriage nut were shimmed to manufacturing specification and the clutch right and left halves were replaced with leadscrew and spring. After device repair and recalibration, the device was found to pass all delivery, accuracy and functional tests.

Manufacturer narrative:
The device is currently being evaluated; smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
It was reported that a medfusion® 3500 syringe pump displayed check clutch and plunger lever errors after repairs. The reporter observed the errors only occurred during occlusion test. The pcb plunger board was replaced, and the assembly clutch was lubricated. The left plunger case was replaced along with the plunger lever gear. At each step of replacement, the pump was recalibrated and the occlusion test was rerun. Error continuously displayed during occlusion test. No patient injury was reported.